Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace also, missing segments or clear horizontal line on the lcd glass due to cracked zebra connector on the lcd board. However, the insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a down arrow button that was not working properly. Customer stated that sometimes it is missing part of the display on the insulin pump. Customer reported that her blood glucose was good and the pump was dropped. Customer stated that she has a back-up plan. Customer was advised that a pump replacement was needed.